Event description:
Rptr expected his operation to make him better. Instead his hip joint hurts because the pain from his back radiated to it. His right testicle still hurts. It got so bad it affected his leg. Even after removing the pedicle screws, his right testicle hurts and he has intense pain in his back.